Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The home health nurse is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 70-300mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 102 and 94mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 5/24/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): a 39mg/dl, (B)(6) 2016 08:48 pm, fasting: yes. A 207mg/dl, (B)(6) 2016 11:16 am, fasting: yes. A 103mg/dl, (B)(6) 2016 08:31 pm, fasting: yes. A 226mg/dl, (B)(6) 2016 11:14 am, fasting: yes. A 62mg/dl, (B)(6) 2016 08:27 pm, fasting: yes. The home health nurse (B)(6) stated that the truetrack meter is reading 20 points lower than the freestyle meter. The home health nurse (B)(6) stated that the customer is testing twice a day (fasting) and is taking medication to control his diabetes (insulin). The home health nurse (B)(6) stated that the customer has not made any recent changes in his diet, exercise regimen, or medication.